Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "bolus override" issue with the pump. Reportedly, the customer "was crashing;" however, no blood glucose (bg) value was provided. Tandem technical support was unable to perform troubleshooting or follow up with the customer as the customer disconnected the call and no customer information was provided.